Event description:
The customer reported to their baxter IV representative that the three way standard bore stopcock leaked during use on 3 separate patients. There were 2 cases of temporary harm when vital signs became unstable and medication drips increased until the leak was discovered. This report is for patient (B) (6). Temporary harm to the patient was reported because vital signs became unstable and medication drips increased until the leak was discovered. The leak was said to have occurred while infusing medication drips such as versed, dopamine, and a couple cases of lipids. It is unknown how long into the infusion the leak occurred. The lines are changed within 72-96 hours so the leak occurred before the change time. No specific information is available about where the leaks occurred on the stopcock. It is unknown if all connections were secure. The nurse assumed connections were secure when the IV was hooked up/lines changed. A pump was not used in this incident. When a nurse hooks up the IV tubing, the packaging is not saved; therefore, it?s extremely difficult to capture lot numbers. No samples are available for evaluation and lot numbers are unknown. No additional information is available.

Manufacturer narrative:
(B) (4). The device was discarded and therefore not available for evaluation.

Event description:
A field corrective action (fca) associate contacted the customer to follow-up on the "urgent product recall letter dated january 12, 2010." During call, the home patient (hp) reported that they were hospitalized in (B)(6) for 2 days because of stomach pain. The hp also stated that they had problems with an infection at their catheter site. On (B)(4) 2010, product surveillance contacted the hp's peritoneal dialysis clinic regarding the report that the hp was hospitalized with stomach pain and a catheter site infection. The peritoneal dialysis nurse (rn) stated that the hp had been diagnosed with yeast peritonitis and had to have her catheter replaced. She is currently not doing peritoneal dialysis (pd) therapy. The exit site infection is considered resolved and a new catheter has been placed. The event of peritonitis was said to be cause by patient contamination. There are no allegations against any baxter products in this case of peritonitis.

Manufacturer narrative:
(B) (4).additional information: CAPA (B) (4) was initiated to address incompatibility of standard bore stopcocks with lipids.